Event description:
He experienced nausea and wooziness during a 3 hour car trip while using the inogen one oxygen concentrator. The inogen one alarmed for a "call provider error", which was ignored. He did not have a backup oxygen supply with him. He called an emergency medical service (ems), who provided him oxygen from a bottle and his spo02 improved. He was hospitalized for mild atrial fibrillation and released the next day.